Event description:
Attorney advised pt was diagnosed with spinal instability and spinal stenosis and initially received substantial relief from his back pain. Pt then began to experience pain and popping sensation and diagnostic films revealed that one of the rods had broken and pt was revised. On an unk date the second rod broke and there was a second revision to a 'traditional rod' also on an unk date.